Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-00903.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#3006705815-2018-00903. It was reported the patient was unable to set their ipg into MRI mode due to high impedance values on multiple contacts. Reportedly, troubleshooting was attempted having the patient try different positions did not provide resolution. As a result, surgical intervention was undertaken wherein one lead was explanted and replaced with a new model. In turn, the 2nd lead was left in place. Stimulation was effective postoperatively and the issue resolved. Note: both leads are being reported as explanted as it's undetermined which lead was removed.